Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported retraction problem associated with the difficulty experienced while retracting the clip into the clip introducer appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was reportedly discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001. The steerable guide catheter referenced is filed under a separate medwatch MFR#.

Event description:
This is filed for clip retraction issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior leaflet flail. The steerable guide catheter (sgc) was advanced and while up against the lateral wall of the left atrium, as the dilator was being taken out and the wire out of the sgc, a vacuum was created and air was being pulled into the device. Aspiration was done. While attempting to remove the clip delivery system (cds) from the anatomy, there was difficulty getting the clip into the introducer while in the left atrium. Troubleshooting attempts were done successfully getting the clip into the introducer. As the introducer was retracted during aspiration, prior to coming out the hemostasis valve, it was noted that the hemostasis valve was over stretched and tore. The devices and undeployed clip were removed and replaced with a new device. No air entered the anatomy. Post procedure mr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.